Event description:
It was reported that during reprocessing the da vinci si mega needle driver instrument cable was noted to be broken at the instrument tip. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the instrument had a broken grip cable at the distal end. The cable segment stuck out at the wrist at approximately .4685. The distal idler pulley still spun freely and did not exhibit any damage. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.